Manufacturer narrative:
Widespread corrosion in the device was identified as the probable cause of the overheating reported in the complaint.

Event description:
The core impaction drill was sent in for eval due to overheating during procedures. No adverse event was associated with the device. The procedures were completed with readily available alternate devices without any procedure delay.